Event description:
It is reported that the stem sat proud.

Manufacturer narrative:
Eval summary: the interoperative x-rays have been provided for the rasp and stem. The x-rays show that there is a greater than desired osteotomy angle. It appears to be cut between a 50-60 degrees angle which is much greater than the surgical technique's recommended angle of 45 degrees to the centerline of the femur. The rasp and stent appear to be well placed, centered in the femoral canal. Based of the info provided, although not proven, it is possible that due to the larger osteotomy angle the depth of the rasp may not have been as optimal as intended which could cause the stem to sit proud as alleged. However, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.